Event description:
It was reported that the patient experienced significant rotation of the intraocular lens after implantation. In addition it was stated that the implanting surgeon is contemplating explant and a minimal vitrectomy. It was stated that the patient¿s intended axis is 166 and she is at 12. She refracts with about 100 - 125 diopters of cylinder at 104 (also retinoscopy confirms this) so the doctor believes that she needs to rotate. It was stated that the patient had a really shallow anterior chamber (ac) and iris prolapse with a small amount of iris to k wound currently. It was stated that removing the synechia would help the forward movement of the lens. In addition it was stated that the doctor believed that the toric was from the iris to cornea intra-operative floppy iris syndrome (ifis) and that fact that when the doctor went to make a ''mark'', the patient would not hold still, so cyclorotated, which correlates to the 26 degrees off as they cyclotort down and nasal typically. To date it is unknown if a secondary procedure has been scheduled. The serial number was not provided. No further information was provided.

Manufacturer narrative:
Age at time of event of date of birth: unknown date of event: unknown serial number: unknown expiration date is unknown because the serial number was not provided. (B)(4). At the time of submitting the emdr, amo has not been informed of an intraocular lens explant being performed. Patient did not hold still, lens rotation in the patient's eye. Lens rotation in the patient's eye. The device manufacture date is unknown because the serial number is unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6) 1936. Date of event: (B)(6) 2014. Additional information received from the physician indicated that the lens rotated at 3 weeks ((B)(6) 2014) due to floppy iris syndrome (intraoperative) (ifis) and shallow anterior chamber (ac). The serial number is (B)(4). The date of birth is (B)(6) 1936. The following was reported: anterior chamber (ac)-2.6 & axial length (al) 23.24. It was stated that the doctor rotated the lens back (B)(6) 2014. It was stated that unfortunately the patient has severe ifis and looks to be rotating again. Serial number (B)(4). Expiration date: 08/04/2017. Manufacture date: 09/04/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed whereby the device history record verification indicated that there were no non-conformances. There were no associated nonconformity material reports. The sterilization batch was released with no non-conformances. There were no environmental related non-conformances. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.